Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of pain, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced groin pain after altis procedure. Date of procedure: (B)(6) 2016, date of onset event: (B)(6) 2016. Description of the event: the moderate pain started on (B)(6) 2016. Patient came back to hospital on (B)(6) 2016 because of left inguinal pain. The examiner's results: no paravesical hematoma in pelvic and abdominal CT scan, no inflammatory syndrome in biologic results. There wasn't pain on the sling traject. This pain provoked by walking, it may be a muscle pain. Treatment: analgesics and anti-inflammatory drug. Status of the event: resolved on (B)(6) 2016 (device still implanted). The investigator doesn't know if the event is related to the procedure or to altis sling.